Manufacturer narrative:
(B)(4). Method: the customer returned five used bubble CPAP generators and CPAP probes to fph in (B)(6) for investigation. The devices were visually inspected. The dimensions of the lids and probes of the bubble CPAP systems were measured. Results: no physical damage was observed to the returned bubble CPAP generators and probes. The dimension of the probes was within the drawing specification; however, it was observed that the dimension of the lid of the complaint bubble CPAP generators was out of specification. A lot check was not performed as lot information was not provided. Conclusion: based on the investigation conducted, it is likely that the reported fault was due to the wider distance between the probe connection on the lid. The hospital reported that no patient harm occurred. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level. Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the CPAP probe of a bubble CPAP generator, which is part of the (B)(4) bubble CPAP system kit, does not properly fit into the bubble CPAP, causing the probe to move. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint bc163 bubble CPAP system caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the CPAP probe of a bubble CPAP generator, which is part of the bc163 bubble CPAP system kit, does not properly fit into the bubble CPAP, causing the probe to move. No patient consequence was reported.